Event description:
Reporter is investigating an unexpected death of a pt using this device. It is uncertain whether the device played any role in the death. Pt was in a longterm care hosp with the suction device in place at the surgical site. The alarm went off and pt was found exsanguinated. Device tubing and reservoir were full of blood and when pt was turned over additional blood was noted to be pooling on the floor under the bed. Total approximated blood loss was 1000-1500 cc. CPR was initiated, tubing was clamped & machine shut off. House officer intubated the pt and applied a tourniquet to the leg. Pt rec'd two doses of epinephrine and was defibrillated. Pt was transported to ER in bradycardia but converted to emd upon arrival and was pronounced dead.